Manufacturer narrative:
The suspect device was returned to olympus and evaluated. The reported problem was not reproduced and could not be confirmed. However, it was noted that the device was heavily dusty. In addition, it was noted that the light output of the xenon lamp was below olympus standards. Additional findings were the case cover, the base plate, the rear panel and various small parts were corroded; the front was observed contaminated and cracks were noted in the area of the connection socket; the connection socket was noted worn. The investigation is ongoing and the definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that the error "e102" occurred. The problem occurred before, during and after the examination of patients. The examinations were diagnostic and interventional bronchoscopies using combined rigid and flexible techniques. There was no patient injury, associated with the problem, reported to olympus. This is report #1 of 2 due to multiple events reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 9 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, it was determined that e102 occurred due to dust that accumulated inside the device which decreased the exhaust heat function resulting to abnormal heat generation. The customer replaced the lamp and reported that the phenomenon was not resolved. The phenomenon was not duplicated. It was surmised that wear and tear also likely contributed to the event. The instruction manual (clv-190) identifies the following related verbiage which could have prevented the phenomenon: ¿accumulation of dust: important information ¿ please read before use: avoid using the light source in a dusty environment. This may damage the light source; 3.3 installation of equipment: clean and vacuum dust the ventilation grills using a vacuum cleaner. Otherwise, the light source may break down and gets damaged from overheating.¿ olympus will continue to monitor field performance for this device.